Event description:
It was reported that the orange straps slipped through where they clamp down over the top of the foot. No patient injury or complications were reported .

Manufacturer narrative:
An evaluation was performed by smith & nephew and could not replicate the customer complaint for the straps slipping through were they clamp. A visual inspection was performed and showed the orange straps are worn however the straps were functionally tested and did not slip when tightened. No manufacturing related defects were observed. No further investigation is required.